Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the tubing. The patient stated that the blue pin popped out and fluid leaked onto the floor. There was no fluid on or in the cycler. The patient reported receiving an unknown alarm during fill 2 of 4 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to contact the peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact confirmed the fluid leak occurred during the peritoneal dialysis (pd) treatment. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however the patient did not complete peritoneal dialysis that night. The patient contact confirmed that the patient is continuing pd therapy using the cycler without any issues. The patient confirmed that the cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Upon further investigation, it was determined that the event reported on this MDR was due to a fluid leak from the liberty cycler set, dual patient connect. There will be no further updates on MFR.